Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. The top case front lower left corner was broken. Error history log review found a motor rate error. The motor rate error was found during occlusion test. The root cause of the reported issue was found to be due to normal wear. The pump was over 13 years old. Actions were taken to mitigate the reported issue: replaced worm couplings and other worn out components. Cleaned and greased the motor drive train components.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.